Event description:
A customer reported during a laser procedure, the power was low. The surgeon had to increase the power to achieve the desired results. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).